Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported black and white image issue could not be determined, as the issue could not be reproduced, however, due to the observed device damage as a result of user handling/mishandling, it is possible that the reported image issue did occur. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of the customer that the color of the image is black and white from the camera head. The issue was found during preparation before use inspection for an unspecific diagnostic procedure. There were no reported delays, patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The engineer did not confirm "the color of the image was black and white" reported by user. The evaluation found the coupler could not detached from the camera head. There was crack on the lens of the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.